Event description:
It was reported via repair work order that the right siderail would not latch due to damaged spring spacers and damaged latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.